Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad batt, low battery, batt out limit and failed batt test alarms during testing. Also, passed self-test, error test, rewind test, basic occlusion test and displacement test. Pump was unable to prime at 3.0 pounds during prime test due to faulty force sensor system. Pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that they experienced failed battery test, blank display, low battery alert and weak battery. The customer's blood glucose value was unknown. The customer stated that they changed the battery 4 times in the last week. The customer stated that the pump alarmed after battery change. The customer stated that he usually goes one month without changing the battery. Troubleshooting was performed and the pump did not alarm failed battery test. The product was returned for analysis.